Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and since the malfunction code did not recur, they were instructed to continue using the pump and to call back if the issue reappears.